Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and identified a problem with the asm program file, and ordered a replacement component. No conclusion can be drawn as further repair information is not available at this time.